Event description:
A male pt with hemiplegia had pre-procedure diagnosis of the right common iliac artery having stenosis, calcification, and being tortuous. This cause was judged to be conditional upon pta performed. The pt underwent aaa repair in 2007. The physician encountered difficulties when he cannulated the right femoral artery due to patient anatomy, so changed the procedure to the "pull through" with left brachial artery, and introduced the contralateral iliac leg delivery system. This was successful. After the zenith procedure, the physician noticed that the contralateral iliac leg graft did not extend enough (please refer to 1820334-2008-00078). Another MFR's stent was placed in the iliac leg and inflated with the balloon catheter. The procedure was then completed. Three months after the initial procedure, an endoleak was discovered (2008). Then approx eleven months later, it was noted by angiography, that there was enlargement of the aneurysm at the 12-month follow-up and the endoleak continued. The physician then went in four days later, and used 11 embolization coils in the gap between the proximal neck of the main body graft and the aneurysm and another MFR's stent was placed. This resolved the endoleak. The physician commented that the pt's proximal neck was short and thick, so the gap between the proximal neck of the main body graft and the aneurysm was caused because the vessel's diameter of the upper side of the renal artery was thin compared with the proximal neck. Pt is recovering.

Manufacturer narrative:
No product was returned to assist with the investigation; however, this device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure, specifically, the IFU states that all patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their graft. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.